Event description:
It was reported that following a percutaneous peripheral intervention (ppi) on the ipsilateral groin a 6f angio-seal sts plus was selected for use. The puncture was via an antegrade approach. It is unk whether a pre-deployment angiogram was performed or not. It was reported that resistance was felt while advancing the tamper tube to compact the collagen. An angiogram was performed after the procedure, which revealed that the collagen had protruded into the artery. The physician successfully performed another procedure (detailed info unk) to treat the incident. The pt did not experience any adverse consequences. No additional info is available.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal instructions for use (IFU) state that if collagen deposition into the artery or thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal device instructions for use (IFU) instruct the user once a full rear lock has been activated, and the device is being deployed, do not re-insert the device; re-insertion of the device after partial deployment could cause collagen to enter the artery. Also, failure to maintain tension on the suture while compacting the collagen could cause collagen to enter the artery. Also erratic, vigorous tamping or excessive upward tension on the suture may result in collagen placement in the artery or anchor breakage.